Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, a 75 year old patient was hospitalized for a transurethral bladder resection. During the procedure, the ceramic tip of the inner sheath of the ch26 resectoscope broke off inside the patient's bladder (ref 27040xa/xc26040xa lot if). It was removed without difficulty using the resection loop. No consequences. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The product has been returned to a third party for repair and is not expected to be returned. Should additional information become available a supplemental will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).